Manufacturer narrative:
Device returned with a device that was the subject of an earlier complaint.

Event description:
Coopervision was made aware on (B)(4) 2013 that on or around a (B)(6) 2013 ecp visit, a (B)(6) year old, female, was revealed to have right eye biomicroscopy findings that indicated trace corneal infiltrates, trace limbal injections, trace bulbar injection, trace tarsal papillae, and moderate giant papillary conjunctivitis. The patient was treated with tobradex (antibiotic/ steroid). The medical complaint resolution was described as, resulted in permanent reduction in visual acuity. No medical intervention was required to preclude impairment. The lens was returned, inspected, and found to have no issues. The complaint is unconfirmed.